Manufacturer narrative:
A field service engineer was dispatched to the customer's site. The fse observed that the modular chemistry (mc) probe tubing was pulled too tight thereby restricting fluid flow. The fse replaced the tubing. In addition, the fse replaced the mc sample syringe, the valve block, and the mc probe and collar wash. The fse replaced the chloride tip (the span during calibration was low). The fse verified all repairs per established procedures. This MDR is related to the following mdrs which have been reported: MDR 2050012-2012-00500, MDR 2050012-2012-00501.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for glucose (glum) for two (2) patient samples assayed on a unicel dxc 600i synchron chemistry analyzer. The erroneous glum results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results were recovering within the laboratory's established ranges at the time of the event. The customer reported that repeat glum analyses were performed on the patient samples. Higher results were obtained.